Event description:
It was reported that during a device change out procedure, the atrial lead exhibited an insulation anomaly. All electrical measurements were normal. The lead was repaired with silicone adhesive. The patient was stable following the procedure.